Event description:
It was reported that during procedure the impactor tip broke. All broken pieces were removed from the patient. No harm to patient or staff. Broken part is being returned to smith & nephew for evaluation and replacement. There were no procedural delays because a smith & nephew back up impactor tip was available. Both the patient and staff survived the procedure. No other patient details are available at this time. At this time, no letter is required. Should this change, I will immediately notify smith & nephew.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device has fractured into two pieces. Both pieces were returned. This device exhibits signs of significant use and wear. There is no lot number provided for this device. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.